Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. There was a loose connection at the cpu battery that was corrected during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9600 sys would not boot. No pt injury was reported.